Event description:
Consumer reported complaint for error messages (e-0 and e-2). Prior to calling, the customer reported she had been having symptoms of shakiness and sweating; customer stated she had eaten some grapes. Customer was feeling well at the time of the call and did not report any symptoms. Customer stated she had called her doctor on (B)(6) 2025 regarding the meter error messages; customer stated the doctor advised her that she contact her supplier. During the call, a blood test was performed by the customer non-fasting and produced test result of 131 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/30/2026 and test strips were opened one month ago.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter error messages. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-078: user hematocrit low. Note 1: manufacturer contacted customer in a follow-up call on 08-oct-2025 - able to establish contact with customer who stated she was feeling well and did not have any symptoms. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in follow-up call to ensure the initial concern is resolved - unable to establish contact with customer at this time.